Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r reported that she is scheduled for an MRI on thursday. They told her to charge the ins before MRI. Pt reports her ins is dead. About 3-4 months ago pt quit using the device and that was probably then when she realized ins went dead/she stopped feeling stim. She is now trying to charge the ins and is getting reposition antenna screen on insr. Patient services (pss) had pt use the pp and pp did not connect either. Patient services reviewed ins is in possible od; patient redirected to hcp. Additional information was received from the patient. The pt said the battery wouldn't hold a charge and it would finally charge after 4-5 hours, but then it wouldn't hold a charge. The patient said the battery needed to be replaced, but reps allowed the battery to be charged enough for an MRI. The patient said the unit was a godsend.